Manufacturer narrative:
See MDR 1920664-2008-00019 for the delivery device used with this intraocular lens.

Event description:
The lens was found to be flipped upside down after it was implanted. The dr enlarged the incision to remove and replace the lens.